Event description:
Customer reported that because her freestyle meter would not turn on with the insertion of a test strip she experienced the following symptoms: confusion and diaphoresis ("soaked with perspiration"). She was transported to a local emergency room by her husband. At the hospital she reported receiving a reading of 43 mg/dl on an unknown brand of meter and was given orange-flavored tang juice drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.